Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: part: 513.005, lot: f-26075, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: december 13, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a phalanx osteosynthesis procedure, the surgeon positioned the plate and performed the perforations which were forced and the drill bit split. The fragment seems to have remained in the bone because it was not found elsewhere and was very small. The second drill bit was used and the carving was equally crooked and difficult to drill. The surgeon ultimately did drill and place all the screws. The procedure was successfully completed. Concomitant device reported: unknown plate (part#: unknown, lot#: unknown, quantity: 1). This report is for 1 drill bit ø1 l46/34 2flute. This is report 2 of 2 for (B)(4).